Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/15/1993 and was last repaired on 08/21/2013 for a non-related issue. Eval of the device observed that it did not operate upon arrival and that it was leaking air at the neck connection. According to the add'l clinical info for this reported issue, the surgeon started to use the device and asked for the pressure to be raised; however, the quantity of pressure was not specified. The circulator raised the pressure and the dermatome no longer functioned. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of this device included replacement of the motor, head, control bar and standard repair parts. In post-repair, discoloration to the motor was observed. There was no info regarding the specific pressure setting or the length of the hose utilized during the reported event; however, raising the pressure above recommended operational pressures could cause internal damage to the device. Excessive operating pressure could have caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome handpiece part was blown out. The customer thought the air was set too high. It was reported that during the surgical procedure, the surgeon started to use the dermatome and asked for the pressure to be raised. After the pressure was raised, the dermatome no longer functioned. The graft harvest was not obtained and the surgery was cancelled. There was no alternative device to be used.